Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there were no alarms related to the complaint noted in the alarm history. The total daily dose history is unavailable for review due to continued pump use. An ezprime operation was performed with no issues noted; the units remaining were correctly calculated and recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient claimed she went to the doctor's office for a routine visit on (B)(6) 2011. Since her blood glucose was at 597 mg/dl at the time of concern, the doctor adjusted her basal rates accordingly. The patient reportedly has symptom of nausea on that day. On (B)(6) 2011, the day the patient contacted animas to troubleshoot the animas pump to make sure it is working accordingly, the patient's blood glucose was at 385 mg/dl. She reportedly felt better and did not have any symptoms that would suggest hyperglycemia after her basal rate had been changed. During troubleshooting, the animas representative concluded that the animas pump was working accordingly. The advance feature and basal segments are programmed according to the doctor's recommendation. The date and time was accurate. The bolus and basal delivery were all accounted for in the total daily dose. The pump was only suspended when the patient primed the animas pump after a site change. There was no sign of leakage at the cartridge connection or the cartridge. The infusion set did not have any air bubbles. However, there was reportedly some issue related to possible user error. The patient allegedly used cold insulin. It was also noted that the cartridge had air bubbles. Furthermore, the inset was found to have a kink at the infusion site. The patient reportedly does have scar tissue. The reported issue was resolved with training. The patient was advised to change the infusion site and to use the insulin at room temperature. In addition, the patient was asked to follow-up with the doctor regarding a backup plan for insulin dosing via syringe and recommendations for changing site when there is scare tissues present. This complaint is being reported possibly due to user error and because the patient reportedly had elevated blood glucose while she managed her diabetes with the animas pump.